Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous distal rca. After pre-dilatation, the 1st orsiro was implanted in the proximal lesion. During attempt to implant a 2nd orsiro, the stent got damaged due the attempts to cross the lesion. Then post dilatation of the first stent was performed and after that another orsiro was successfully implanted.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the stent is severely deformed at its proximal end. Several stent struts are bent. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.